Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "arthroscopy surgery successfully performed on a patient around (B)(6) 2025. The patient reported post op pains in his knee. The patient's post op x-ray exam revealed a remaining foreign body in his knee. The patient was operated again around (B)(6) 2025 to remove the part that was deemed missing from the sheath used during the surgery".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:

Manufacturer narrative:
Correction: section b2 "congenital anomaly/birth defect" selected in error.

Manufacturer narrative:
Result of investigation: the breakage is clearly attributable to user error. There are very strong signs of wear and tear, and all edges are deformed. Mechanical impact can therefore be assumed. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).